Event description:
Following neurostimulator replacement, impedances were greater than 4000 ohms on all bipolar electrode pair combination with electrode #3. All other impedances were high, but within normal limits. The patient felt no stimulation sensation in the area of parasthesia despite reprogramming. The patient had excellent stimulation prior to implantable neurostimulator replacement. The patient also felt stimulation at the implantable neurostimulator location. The pocket was taut; there possibly was some fluid around the device. Palpation of the pocket caused light stimulation to be felt there. The patient was admitted to the hospital. The hcp did a revision procedure consisting of disconnecting the extension from the implantable neurostimulator, cleaning everything off and reconnecting the device components. This did not resolve the issue. All impedance readings were identical to those taken three weeks earlier. No stimulation could be provided with any electrode combination. The patient was rescheduled for another revision surgery. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.